Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first deployed clip referenced is filed under a separate medwatch report number.

Event description:
This is filed on the second clip for the single leaflet device attachment and torn chord. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was implanted despite some difficulty grasping both leaflets. The difficulty with grasping was due to the patient anatomy; the leaflets were tethered down. When the second mitraclip was inserted, there was difficulty with visualization because they were right next to the first clip, but there was no observed interaction between the two clips. A lot of resistance was felt when they advanced the delivery catheter handle. After the second mitraclip was implanted, the anterior leaflet came out of the second clip. After the third mitraclip was implanted to stabilize the second clip, a torn chord on the posterior leaflet was noted. It is suspected that the torn chord occurred during use of the first or second clip. The procedure was completed with mr grade 3+. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported difficult to advance and difficult to remove were a result of poor image quality and procedural circumstances. The reported poor image resolution was due to procedural circumstances as the two clips were in close proximity to one another. The reported tissue damage was likely an outcome of difficult to remove. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Lastly, the reported additional therapy/non-surgical treatment was a result of case specific circumstances as one additional clip was implanted to stabilize the slda clip reducing the mitral regurgitation (mr) to grade 3+. There is no indication of a product issue with respect to manufacture, design or labeling.